Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 3.1 pocket a3 failed and not detected on bus. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from pharmacy, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not detected on bus and failed cubie. A field service engineer (fse) identified through a troubleshoot and visual inspection that pocket a3 was jammed. The pocket was unjammed and verified through hardware test application. Further troubleshooting on drawer 3 revealed a loose row board connection on 3.2, which was reseated before testing resumed. No additional issues were found. The customer verified proper operation with inventory counts. The system functioned as intended after the field service engineer repaired the device.